Event description:
It was reported by the patient¿s attorney that the patient underwent an unspecified spinal procedure where ¿some screws and hardware¿ were implanted in the patient¿s lower back. Approximately 11 months post-op the surgeon informed the patient that based on the x-rays one of the screws was broken. After tests the doctor confirmed the broken screw and the doctor informed the patient of the need of a revision surgery. Claim alleges pain and suffering. Claim does not identify a product name.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.